Event description:
The customer reported to philips healthcare that when performing the electrical shock discharge of the heartstart mrx, it produced sparks, due to a defect in the contact plates of the support for the paddles. There was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.